Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported output 17.9 out of 20.0 ml out of 4 different attempts. Evaluation was able to reproduce under infusion and found device under infused with a -12.33 error percentage. The cause was determined to be the pressure plate travel adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low output of 17.9 out of 4 different attempts. There was no patient involvement. No additional information is available.